Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting was declined by the customer for power error detected alarm. The customer also state that the insulin pump was not working. The insulin pump will be returned for analysis.